Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The lesion being treated was located in the moderately tortuous, moderately calcified proximal left anterior descending (lad) artery. The lesion was predilated with an unknown size apex balloon. The physician deployed the 3.00x20mm taxus liberte drug eluting stent. Upon removal, the physician experienced resistance removing the balloon from the stent. The balloon was inflated, deflated, and pulled and then was able to be removed. The case was finished with great results. No patient complications were reported. Patient status reported as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.